Event description:
Info received indicates while performing a safety check, the tech found the head section would not lower.

Manufacturer narrative:
The tech isolated the issue to the gas cylinder. He replaced the gas cylinder to repair the bed.